Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Device manufacture date: unknown.

Event description:
It was reported during use of the bd vacutainer® ultratouch¿ push button blood collection set with tubing and luer adapter ¿there was no vacuum in the sampling tube, the tube breaks at insertion and leakage of blood with the risk of cutting / bleeding of the patient, a crack is sometimes apparent. Also, the rubber which protects the needle when retracted no longer covers the needle and blood is flowing.¿ there was no report of injury or medical intervention.